Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-00169, 1627487-2023-00136. It was reported that the patient was experiencing discomfort at the ipg site. Additionally, they were experiencing ineffective therapy due to autoreducing on one lead due to high impedances. During the procedure on (B)(6) 2023, the ipg pocket was moved to a lower position and the extensions were replaced due to physician not being comfortable replacing the lead. The replacement of extensions did not resolve the impedance issue, therefore further intervention may take place to resolve the issue. Effective therapy was restored.